Manufacturer narrative:
(B)4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, visual analysis and system risk analysis (sra). The load cancelled and the load was reprocessed. The review of the DHR was not performed as the lot number provided by the customer was invalid. Multiple follow-up attempts were made but were unsuccessful. Trending analysis by lot number was not performed as the lot number was unknown. The sra indicates the risk associated with a quality problem with no impact on safetyl is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was not performed since the fse found the user was overloading the chamber. The fse confirmed the unit was in working condition and no maintenance was required. The assignable cause of the issue can be attributed to user error and it was determined the customer was overloading the chamber causing cancellations and the ci not to change color. A customer letter was sent addressing how properly load of the unit. The issue will continue to be tracked and trended.

Event description:
The customer reported the chemical indicator (ci) on the cyclesure 24 biological indicator (bi) did not change color. The ci was processed in a sterrad 100s and it is unknown if the cycle completed or cancelled. It is unknown if there was an affected load and if it was reprocessed or released for use. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of incorrect ci color change on cyclesure 24 biological indicators.